Manufacturer narrative:
The treatment data files related to the reported event has been requested but not yet rec'd by the MFR. A gambro representative was unable to duplicate the reported condition after simulating multiple replacement empty alarms. Further investigation has shown that the air in blood detector correctly identified air in the circuit, alarming and clamping to protect the pt. There were no clinical consequences or blood loss for the pt as a result of the reported event. Further investigation into this complaint will be performed by the MFR.